Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2017 with the following findings: review of the black box data revealed records of call service alarm 078 for motor rewind error. On investigation, the pump was powered on and rewind, load and prime steps successfully performed. The pump was exercised for 24 hours without alarm. Investigation did not duplicate the complaint.